Manufacturer narrative:
The returned sample was visually inspected and found to be nonconforming with the cannula broken off right near the tip of the over molded plastic.no functional check or occlusion/leakage could be performed due to irrigation/aspiration (ia) tip broken condition. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the disposable ia tip cannula was broken. The evaluation was unable to confirm the report of no aspiration due to ia tip broken condition. Because the sample was returned open, how and when the ia tip broken condition occurred cannot be determined from this evaluation. The most likely root cause is handling at any point after the ia tip was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic irrigation/aspiration tip was found to be broken from root during surgery and there was no aspiration. The tip did not fall into the eye as there was a sleeve attached. The surgery was completed after replacing the product with another one. There was no patient harm.